Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was rec'd that the pt was not receiving stimulation to his target areas. The bsn field clinical engineer determined that the paddle lead had been implanted upside down. The paddle was replaced and the pt was reportedly doing well following the revision.